Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope distal tip fell off from the probe unit during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: angulation low and bending section cover glue has a crack. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported damaged/lost probe tip could not be determined, as no additional event information was reported or available. Olympus will continue to monitor field performance for this device.